Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11: corrected data: g4: awareness date reported on follow up 1 report as february 25, 2020 but should have been march 25, 2020. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4 h3, h4, h6: part: 03.010.523-us lot: l008303 manufacturing site: bettlach release to warehouse date: 07. Sept. 2016 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the driving cap/threaded (p/n: 03.010.523, lot number: l008303) was received at us customer quality (cq). Visual inspection of the complaint device showed the tip threads were stripped, leading to the complaint condition. However, the device is unable to assemble instead of unable to disassemble. This is reflected in the event description. Functional test: a functional assessment was performed with the complaint device and the returned mating device (03.037.120, pi-(B)(4). The complaint device was unable to properly thread into the mating device. The condition can be replicated dimensional inspection: specified dimensions: conforming document/specification review: current and manufactured were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes investigation conclusion: this complaint is confirmed as the tip threads are stripped, causing the complaint condition. No root cause could definitively be determined for the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during hip surgery, the driving cap did not thread into the fitting properly. Even though, the driving cap was not threaded all the way in, the surgeon malleted the driving cap. There was a surgical delay of five (5) minutes. The procedure was successfully completed. There was no patient consequence. Concomitant devices reported: mallet (part number unknown, lot unknown, quantity 1), insertion handle (part number unknown, lot unknown, quantity 1). This report involves one (1) driving cap/threaded. This is report 1 of 2 for (B)(4).